Event description:
As reported, during stem impaction in a l total shoulder procedure on a (B)(6) female patient, there was a calcar fracture to the l shoulder. It was repaired with a cerclage and the procedure was completed. The patient has a history of osteoarthritis. There is no device to be returned. The case report form indicates this event is possibly related to devices and/or possibly related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation . Concomitant device(s): 310-01-41 - equinoxe, humeral head short, 41mm (alpha), 300-10-45 - equinoxe replicator plate 4.5mm o/s, and 314-13-02 - equinoxe cage glenoid small, alpha.

Manufacturer narrative:
Section h10: (h3) the calcar fracture was reported to have occurred during the implant implementation. It likely occurred while preparing the shoulder for and may have been related to the feed rate/pressure of the calcar planer, reamer rotational speed, or the patient¿s bone quality/geometry.